Manufacturer narrative:
Section b2: correction (date of death). Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 due to multi organ failure. The device was reportedly operating as intended and was not returned for evaluation. The heartmate ii lvas IFU lists organ failures as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to multi-system organ failure. It was reported the device was functioning as intended. The device will not be returned for evaluation.